Event description:
The physician was implanting a helex septal occluder. The patient had a floppy septum with a defect that was balloon sized to 8-10mm. A 25mm device was implanted and locked. Seven days later, it was discovered that the device had embolized to the descending aorta. In 2008, the next day, the physician removed the device with a snare and implanted a competitor device. The patient was doing well following the procedure. The explanted device was discarded by the physician.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.